Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly obtained a result of 269 mg/dl on the advantage test system and 84 mg/dl on a lab drawn within 10 minutes. No action was taken based on device result. No adverse event reported. Info suggests comparison performed at medical facility. Requested return of suspect test system and replacement was sent. No quality controls were used. Adantage test system: test strip lot 549603, exp 4/30/08, cat/2030373.